Manufacturer narrative:
This report is submitted on july 08, 2019.

Event description:
Per the clinic, due to non-use the device was electively explanted on may 09, 2019. There are no plans to re-implant the patient with a new device.